Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemic event. Blood glucose level was 400 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient got treated with insulin via intravenous drip. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6007034 have already been previously evaluated in the complaint (B)(4) on 8/jul/2025. Complaint investigation results: a reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the 6007034 manufactured according to the document version 78, packaged in the machine m8, on 05/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 08/jul/2025 against malfunction code no malfunction based on complaint information ,harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care provider (hcp) or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g., nausea, vomiting, abdominal pain, confusion) and lot 6007034 and other (B)(4) complaint has been registered in databse for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, other (B)(4) complaint received on the lot in question and harm codeand malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.